Event description:
Customer reported a bulge in the pump segment occurred during an infusion of cefepime at 100ml/hr; five minutes after the start of the infusion. Narrative: "pump alarming pt side occluded, flushed mid-line still alarmed, opened door and found tubing bulging." There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the set be received for eval.